Event description:
It was reported that pump experienced malfunction alarm labeled malf 0, with no notable events occurring beforehand and no information provided about any effect on customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.